Event description:
Per the md request, we switched the pt from a bed to a kci bariair rotational bed as the patient had been decompensating whenever they were manually repositioned by the surgical intensive care unit (sicu) nurses. Prior to switching the bed respiratory therapy (rt) placed the patient on 100% fio2 for precautionary reasons. The surgery general surgical critical care (scc) fellow was at the bedside along with several sicu nursing staff. The patient had been on 70% fio2 with a spo2 at 90-91% before the bed was switched. We changed the bed out swiftly and smoothly via the lift. The kci rep brought the bariair bed and stated they had checked it prior to bringing it to our intensive care unit (ICU), but within 20 minutes after the switch, the bed suddenly deflated and the bedside rn immediately pressed the inflate button on the control panel which did not reinflate the bed and the rest of the control panel froze. The charge nurse immediately called the kci hotline posted on the bed and was called back by the rep. In the meantime the patient was not stable with the spo2 dropping down to 73% on 100% fio2, the fellow remained at the bedside. I explained the situation to the rep and he attempted to aid with trouble shooting over the phone. He had us unplug and reconnect the electrical cord to the bed to see if that would reset the control panel but it did not help and instead the bed deflated and would not reinflate and the panel was still frozen. We placed pillows under the patient's right side so they would not be so scrunched down in the bed and a stat chest x-ray (cxr) was ordered. In the meantime the kci rep showed up at the patient's bedside and switched the control panel to the opposite side of the bed to no avail. He stated the only suggestion he had was to switch out the beds. The patient's spo2 was slowly increasing after the pillows were placed, went up to 89-90% on 100% fio2 and after the cxr was viewed by our fellow they felt we must attempt to switch beds now that the patient was slightly more stable. We switched the patient back to the original bed swiftly and smoothly and within seconds after the switch their spo2 had increase to 97%.